Event description:
It was reported that bd insyte autog bc catheter tip split. The following information was provided by the initial reporter: catheter spits. Catheter defective/ damaged as unsure if the needle pierced the catheter wall or if the tip of the catheter split or frayed. Kindly confirm needle pierced catheter wall or if the catheter tip is split or frayed. The needle did not pierce the catheter wall, the catheter tip split. Kindly provide a event date for all event. No specific date. Did the event directly, or indirectly involve a patient or user? Yes. If patient impact, please provide any available patient information including: name, age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. Do not have specific patient information. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. . Multiple sticks for successful IV start. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: received 108 sealed units from lot 3198983 for the investigation of this complaint. A gross visual inspection shows that all the units are sealed in their packaging and no physical damages are observed. Per the customer¿s verbatim, the catheter splits and therefore send the units for investigation. The 108 units of this complaint were investigated by performing the pen and drag test to determine the needle tip force, catheter force, and the catheter drag force during penetration. All the units tested were within specification of catheter penetration and drag test. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of 'catheter defective/damaged¿ was not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a confirmed defect.